Manufacturer narrative:
Concomitant medical devices: 4568-53, lead, implanted: (B)(6) 2002; dtma1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing, possibly resulting in an early termination of detected events. The lead remains in use. No patient complications have been reported as a result of this event.